Manufacturer narrative:
The tech found the trend switches out of calibration. The tech adjusted the switches to repair the bed.

Event description:
Info received indicates the trendelenburg and reverse trendelenburg functions are not working.